Manufacturer narrative:
H.6. Investigation: customer returned a photo of bd alcohol swabs from lot # 8060776. Customer states that the packaging is spotted. The attached photo was examined and exhibited what appears to be ink smeared on the swab packet. A review of the device history record was completed for batch #8060776. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: there were no notifications entries during the timeframe of this batch that pertain to this defect. Investigation: 1. Excessive ink - the foil (outer swab pouch/packaging) is purchased from an outside vendor. The foil comes preprinted with the required information per catalog #. After the sealing process, bd holdrege etches (with ink jets) the batch coding information onto the back side of the swab pouch. The complaint photos exhibit ink blotches on both sides of the pouch confirming the ink began when the foil was processed at the vendors. 2. Stain - the ink stamped on the outside of the pouch appeared to have been saturated caused the ink to become discolored thus creating the stain. Without the physical sample, there was no evidence if the alcohol pad, inside the pouch was dry. A dry pad could represent the pouch leaked alcohol causing the stain, but a stain would also appear along the edges of the pouch representing an open seal in the pouch. H3 other text : see h.10.

Event description:
It has been reported that the swab alcohol 100 bx has been found experiencing three occurrences of illegible labels before use. The following has been provided by the initial reporter: spotted packaging. Code: 326899. Batch: 8060776e. Quantity: 3 pcs.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the swab alcohol 100 bx has been found experiencing three occurrences of illegible labels before use. The following has been provided by the initial reporter: spotted packaging. Code: 326899. Batch: (B)(4). Quantity: 3 pcs.